Manufacturer narrative:
Evaluation summary: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the objective prism is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the lcb distal cover glass was broken; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore (B)(6) 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Op-channel is clogged, there are two accessories inside. The time of event is reprocessing. There was no report of patient harm.